Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the half-height main drawer 3.1, row b, was not detected on the bus. A field service engineer (fse) removed the back panel, reseated the controller board connections, and observed that no lights were flashing on the controller cards. All cubie pockets were removed via diagnostics, and the row trays were inspected with no issues found. The drawer was reassembled, and after reboot, all cubie pockets were detected. The customer successfully assigned drugs and inventoried the device. During preventative maintenance, mild debris was found and removed, controller board lights were confirmed to be properly lit, and bus wire connections were inspected and reseated with no cut marks found. Later, the fse found that half height main drawers 2.1 and 3.1 were intermittently not detected on the bus. The fse removed the back panel, inspected and reseated all controller board and all bus wire connections, used diagnostics to remove all cubies, and disassembled drawers 2.1 and 2.2. A sticky substance was found under the functional row tray a, which was replaced. The not detected on bus issue could not be replicated. Final device inventory revealed no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 6 was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.